Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a coronary planned treatment/non-emergency treatment, and the procedure was delayed. The procedure was completed by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that the system had intermittent exposure and fluoroscopy. The rse reviewed the logfile and it confirmed the communication issue with the ippc. The fse visited onsite and upon functional testing, the fse found that the checked and found host pc failed the network connection test leading to which the host pc lost communication with ippc. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the host pc and hdd by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that fluoroscopy and exposure was intermittent. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.